Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 482 mg/dl and their sensor glucose read 347 mg/dl. The customer's blood glucose rose to 485 mg/dl at the time of the call. The customer's sensor cannula was not bent upon removal of their sensor during troubleshooting. Customer declined to return the product for analysis.